Manufacturer narrative:
Internal complaint reference: (B)(4). Clinical observation of intramedullary nail intertan combined with anti-osteoporosis treatment for senile osteoporotic proximal femoral fracture. Doi: 10.19790/j.cnki.jcm.2019.11.15.

Event description:
It was reported that on literature review ""clinical observation of intramedullary nail intertan combined with anti-osteoporosis treatment for senile osteoporotic proximal femoral fracture"", one patient suffered from loosening of the internal fixation system after having surgery with the intertan system. It is unknown how the adverse event was resolved. The outcome of the patient is unknown. No further information is available.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. Should additional medical information be provided this complaint will be re-assessed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as abnormal motion over time, bone degeneration, fit/sizing issue, lack of ingrowth, lifetime of device, and/or traumatic injury. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.